Manufacturer narrative:
Product-specific additional information was requested and is unavailable. Per the abiomed clinical coordinator the introducer sheath was not from an impella cp box but rather a standalone introducer sheath that was ordered by the catheterization lab, which was discarded after use before it could be retained for return. Therefore, an evaluation of the device is not possible. A no product-specific information is available, respective fields have been marked as "unknown" or left blank accordingly. The device brand name and procode are based on the 14french introducer kit used with an impella cp device. Should updated, further information become available and/or upon investigation closure, a supplemental MDR will be filed accordingly. This is one of two devices associated with this event. Refer to medical device report for the impella cp serial number (B)(6) with date of event 08-jan-2025 and identifier ending in (B)(6).

Event description:
The user facility reported during the impella cp insertion, pre-high-risk percutaneous coronary intervention (pci), an unsuccessful attempt was made utilizing a long 14 fr impella introducer sheath. Upon removal of dilator, the introducer sheath kinked in two places; the wire was able to pass, and a second introducer sheath was unsuccessfully attempted as it kinked as well. The decision was made to utilize a competitor sheath, which passed without issues. The impella cp pump was placed and had good flows for the duration of the pci. After pci completion, the impella cp was successfully weaned and explanted. There was no report of harm to the patient.

Manufacturer narrative:
The investigation for the introducer damage has been completed. The product was not returned. The event logs were not applicable to the reported event. Clinical details stated that two 14french long sheaths were kinked during this case. The root cause of the mechanical introducer damage was most likely a sheath kink related to the patient's vessel tortuosity. Corrections to the initial MFR report: d1, d2 brand name, product code, and common device corrected to reflect impella cp. The initial MFR report incorrectly reported out on the unidentified introducer. D4-corrected model number, catalog number, serial number, lot number, expiration date, and UDI number to reflect the reported impella cp d6a/d6b added implant and explant date of impella cp d10-concomitant device listed the unidentified introducer g1- updated manufacturer email address to current h4-added device manufacturer date h6-component code 3038 changed to 4742 and 925.